Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer high blood glucose level was over 600 mg/dl. Customer was in emergency room as a result of high blood glucose. Customer treated for high blood glucose using manual shot at hospital. The customer reported that customer experienced symptom like feeling tired. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. The devices will not be returned for analysis.